Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s current blood glucose was 400 mg/dl. Customer reported that they needed to pull the plug and saw that it was causing to clog that was leading to her high blood glucose readings. The customer reported they treated the skin reaction with oral anti bacterial medication. The customer was unable to troubleshoot further. The insulin pump will not be returned for analysis.